Event description:
It was reported that the pump declared alarm 20 during pumping, and the issue had occurred previously over the weekend. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to revert to multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Tandem technical support confirmed the shipping address and instructed the caller on putting the pump into storage mode. They arranged for the pump's replacement and provided a pre-paid label for returning the problematic pump within 10 days. The caller understood and acknowledged the instructions.